Event description:
It was reported through remote transmission that noise and auto mode switch episodes were observed on the atrial lead. The lead was explanted and replaced during generator replacement procedure. The patient did well before, during, and after the procedure without complications.